Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res (B)(6).

Manufacturer narrative:
Additional information was received on nov 12 , 2024 and section h10 should be reported as: the manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed recurring lung infections. The patient required medical intervention in the form of a prescribed antibiotics. This notification was reviewed due to a patient reporting "recurring lung infections. Latest one 8 weeks ago. Saw doctor and was put on antibiotics. Has had infections .there was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction section h6 was corrected and updated.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed recurring lung infections. The patient required medical intervention in the form of a prescribed antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.